Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold after replacing the foot hi/low up/down solenoids. He replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the foot hi/low function is drifting down slowly.